Event description:
Two balloons ruptured at their rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation at the calcified venous anastomosis. Another balloon catheter was used to successfully complete the procedure without pt complications. The devices were received, evaluated and retained by this MFR. The engineering evaluation indicated both devices displayed corkscrewed shafts under the balloons. The first device displayed a 3mm circumferential tear 9mm proximal to the distal ro marker. Scratches were noted on the balloon surface. The second device displayed a 7mm longitudinal tear in the proximal transition zone. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. These devices displayed characteristics consistent with overpressurization, corkscrewed shafts under the balloons, and contact with a sharp external source, scratches or chatter marks on the balloon surfaces. Co's f/u also indicated these devices were used in a calcified lesion as well as inflated to their rated burst pressure. Co believes the above factors contributed to this event and does not attribute it to the devices. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."